Event description:
It was replaced by the rep, the surgeon experienced noise coming from shaft of lcs when activated and tissue effects seems to be dampened. Has occurred in 2 different hand pieces and with 10+ different lcs. After a short time, lcs quits working at all.